Event description:
On (B)(6) 2009, the pt's sister reported she sees an air bubble in the insulin cartridge of the pt's infusion device. She stated, the cartridge has been in use since (B)(6) 2009, and room temperature insulin was used to fill the cartridge. The sister was instructed to tap the cartridge so the air bubble came to the top. She did so and stated, the air bubble "disappeared." She tried to prime the cartridge, but stated that insulin did not flow. She changed the cartridge and was able to successfully prime the new cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.